Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion, crack valve and one opening on the valve bond edge. Leak test and microscopic analysis was performed which identified one opening(sharp) on the valve bond edge and crack valve. Based on the device analysis the final assessment is a cracked valve seat diaphragm valve a sharp opening on valve bond edge(anterior) due to an unidentified(tear) opening.

Event description:
Health professional reported left side deflation. Device was explanted.